Event description:
It was reported that during a da vinci s prostatectomy procedure, the patient side cart (psc) switched to battery power use. The customer plugged the psc into several different power outlets, however, the psc continued to use power from just the battery. With the assistance of an isi technical support engineer (tse) the customer attempted to power cycle the psc. When the psc shut off it would not power back on. The tse had the customer emergency power off (epo) on the psc, however, the system would not turn back on. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering found that the power issue experienced by the customer was associated with the psc primary power supply (pps). The pps is a 48v power supply with battery backup and is mounted inside of the system control electronics chassis. The system was repaired by replacing the affected pps. As of march 19, 2009, there have been no reported recurrences of the issue at this hospital.